Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. Dräger contacted the hospital for the purpose to obtain further information but the contact person named in the ufr could not provide additional details. This lack of information does not allow a case-specific evaluation; the age of the device and its state of preventive maintenance is not known. Based on the aspect that function could be temporarily restored, there is a strong indication that the device was put into operation with a nearly depleted or worn internal battery which could not supply the device with energy for more than a short time. In reflection of the aspect that two short sequences of operation were possible, a persisting malfunction of the power supply is rather unlikely and, the following scenario seems plausible: when the device measures an internal over temperature it switches off the power supply temporarily to allow it to cool down to avoid that the breathing gas temperature rises. With a sufficiently charged internal battery the device continues operation and posts the alarm "battery does not charge", operation on mains supply will automatically be resumed when the internal temperature is back on lower level. If however the internal battery is depleted or worn, the device is not supplied with energy after power-supply switch-off and will perform a reboot. The user may have power-cycled the device simultaneously while the reboot was in process or the reboot has simply restored function but since the power supply was still on elevated temperature after this short period the next shut-off was triggered by the supervisor sw after some minutes. The typical pre-condition leading to internal overheating is lack of maintenance. The device has openings in the housing to take in ambient air for cooling - these openings have filter mats to prevent the ingress of dust and particles. If these filters are not regularly exchanged as recommended in the IFU, the filter resistance increases and inhibits the air intake. Dräger finally concludes that - under consideration that the aforementioned postulation is correct - the major factors that have contributed to the event were lack of maintenance (worn battery) or use error (putting the device into operation with a depleted battery - the IFU emphasizes that the battery status shall be checked prior to each ventilation episode). It is recommended to have the device checked by trained service personnel, especially the filter mats and the internal battery. Remark: the danzhou people's hospital has filed 11 user facility reports in the recent 4 weeks to the adr system without contacting the local dräger s&s organization in any of the events and with significant delay after the occurrence in individual cases. The descriptions of event do not provide sufficient information or are not plausible. Dräger reached out to the contact person named in the ufr but was unable to obtain further information. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results of the manufacturer.

Event description:
It was reported that the device suddenly posted an unspecified alarm during a running ventilation episode and shut down. After a reboot the device reportedly resumed operation first but another shut down has occurred a few minutes later, accompanied by a battery alarm. As per report, the patient was connected to another device afterwards and did not experience any health consequences. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.